Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer providing adequate relief. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned as it was not released by the facility.